Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report a product complaint, concerned a (B)(6) female of unknown origin. Medical history and concomitant medications were not reported. The patient received human insulin isophane suspension 70% /human regular insulin 30% (humulin 70/30)via cartridge for use in an unspecified reusable humapen device, (dosing regimen not specified), for the indication of diabetes beginning on an unspecified date. Beginning on an unreported date, the patient's blood sugar level went up (no value provided) and she was hospitalized. It was reported that the patient had bad vision and could not read the dosage at all and that was putting her life in danger. Treatment for the event was not reported. The outcome of the event was not reported. The action taken with the human insulin isophane suspension 70% /human regular insulin 30% was not reported. The patient was the operator of the device and it was unknown if she was trained. General device model duration of use and reported device duration of use were not provided. It was unknown if the reported device was returned to the manufacturer. The patient stated clearly that she would not provide additional information. Update (B)(4) 2012: upon review of this case on (B)(4) 2012, the case was opened to populate the medwatch fields. Update (B)(4) 2012: additional information received on (B)(4) 2012 from the global product complaint database added the device specific safety summary; updated product to humapen luxura, unknown pen body; updated the improper use and storage to yes; updated the medwatch and EU/ca fields; and updated the narrative.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. No further follow-up is planned. Evaluation summary a patient reported the she could not properly see the display window numbers on her humapen luxura. Her blood sugar level went up and she was hospitalized. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. The user manual states that the device is not recommended for the visually impaired without the assistance of a sighted individual trained to use it. Improper use and storage - there is evidence of improper use. The patient used the device while visually impaired.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report a product complaint, concerned an (B)(6) female of unknown origin. Medical history and concomitant medications were not reported. The patient received human insulin isophane suspension 70% /human regular insulin 30% (humulin 70/30)via cartridge for use in an unspecified reusable humapen device, (dosing regimen not specified), for the indication of diabetes beginning on an unspecified date. Beginning on an unreported date, the patients blood sugar level went up (no value provided) and she was hospitalized. It was reported that the patient had bad vision and could not read the dosage at all and that was putting her life in danger. Treatment for the event was not reported. The outcome of the event was not reported. The action taken with the human insulin isophane suspension 70% /human regular insulin 30% was not reported. The patient was the operator of the device and it was unknown if she was trained. General device model duration of use and reported device duration of use were not provided. It was unknown if the reported device was returned to the manufacturer. The patient stated clearly that she would not provide additional information. Update (B)(4) 2012: upon review of this case on (B)(4) 2012, the case was opened to populate the medwatch fields.